Event description:
Within 5 minutes of wearing non latex gloves, pt developed urticaria & engioedema; to ER and was treated with prednisone/benadryl. Flare up x2 after inhalant exposure without touching glove. Also, lesser & similar reaction to rubber bands and durapore tape.